Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that did not close completely. The customer reported that the malfunction took place when the user tried to dispense medication. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to close completely. A field service engineer (fse) arrived at the medstation and determined that the fault was not with a matrix drawer, but with a full-height drawer that had a missing magnet on the inseparable latch. The fse replaced the latch inseparable magnet, then verified proper operation through both the hardware test application self-test and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer that did not close completely. The customer reported that the malfunction took place when the user tried to dispense medication. There were no delay or adverse events or injuries reported based on this event.